Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (dose and frequency not reported). On an unknown date, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolved, the patient was recovered and physioneal/extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The report was received from a nurse via a ¿patient retention program (B)(6)¿. The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.